Event description:
It was reported that a resolute integrity 2.25 x 12 mm rx drug eluting stent could not be positioned in the rca vessel as the stent was defective. No reported patient complications.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation); no results available since no evaluation was performed (device or procedural images were not returned for review). Conclusions: inherent risk of procedure (stent deformation); unable to confirm complaint (device or procedural images were not returned for review).